Manufacturer narrative:
The concerned product is a multi-pack which contains four devices with part# 6430530. This product is not available for market in the us. However, a like device with part# 6430530, 510k# k143375 and UDI# (B)(4) was cleared in the united states. Product analysis results: visual inspection confirmed the break off portion of the screw was returned still attached to the retaining driver. Once removed optical inspection revealed the inner hex of the screw has been stripped. The edges have been deformed and rounded off. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: transforaminal lumbar interbody fusion (tlif) levels implanted: l5/s it was reported that intra-op, after breaking off the set screw, the plug of the set screw was stuck in the driver and could not be taken out. Also, the setscrew was found to be stripped. After the operation, it was tried again at an unsterilized place, but the set screw could not be taken out either. Patient symptoms or complications were unknown.